Manufacturer narrative:
Section b1: correction section d4, h4: additional information. Manufacturer's investigation conclusion: review of the log file provided by the account confirmed pump stops, low speed events, and low flow events while the patient was supported by the power module. Based on historical experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the report of worsening activity tolerance and chronic fatigue could not conclusively be established through this evaluation. A review of the submitted log file from (B)(6) 2020 through (B)(6) 2020 found four pump stops and multiple low speed operation and low flow alarms on (B)(6) 2020 while the system was grounded by the power module. The system appeared to be operating as intended and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) on 14 volt lithium-ion batteries or an unshielded patient cable with no additional complaints at this time. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii lvas. The IFU and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a pump stop and low flow alarms while the white power cable was connected to the power module and the black power cable was connected to the battery. X-rays were sent. There was no known trauma to the driveline. The patient was symptomatic. The patient was about to undergo right heart catheterization when the alarms occurred. Chest compressions were done. The patient is currently stable on batteries and an orange unshielded cable. A review of the log file noted 11 pump stops and 11 low speed advisories. The speed drops were as low as 0 revolutions per minute (rpm). This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the ventricular assist device (vad) is connected to the power module. Technical support recommended that the vad remain connected to battery power until further investigation could be completed. The x-rays received did not display any noticeable areas of concern. It was reported that the alarms and pump stops resolved with the orange unshielded cable. There were no alarms reported to the vad coordinator since the patient's discharge. The patient was discharged home in a stable condition with a clinic follow-up scheduled for later in the week. The plan was for the patient to use unshielded cable or batteries only. A right heart catheterization was scheduled following an outpatient echocardiogram to assess aortic insufficiency and volume status as the patient reported worsening activity tolerance and chronic fatigue. No further information was given regarding this event.